Event description:
It is reported that the pt had a full knee replacement in 2007. The pt is inquiring about the consistent clicking sensation that he is experiencing.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. No product was received for eval. Also, x-rays are not available for review. Item number and the lot number of the device are not known so, device history records could not be reviewed. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.